Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed functional and long term tests. Analysis found the battery contacts were contaminated and the ring attachment cover was cracked.

Event description:
It was reported the device was switching off automatically. After switching on, the device would work for sometime and again it repeated the same problem. The external pulse generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed functional and long-term tests. Analysis found the battery contacts were contaminated and the ring attachment cover was cracked. The battery contacts were cleaned and the flextape contacts were reinserted. There were no observations on a long-term test. The main board was calibrated. The device then passed all tests with no visual/electrical anomalies, device conformed to specifications. If information is provided in the future, a supplemental report will be issued.